Event description:
Literature: venkatraghavan l. Manninen p, mak p, lukitto k, hodaie m, lozano a. Anesthesia for functional neurosurgery: review of complications. J neurosurg anesthesiol 2006; 18 (1): 64-7. Summary: this article presents information from a prospectively collected database on all 186 patients undergoing functional neurosurgery under monitored anesthesia care for ablative (n=6) or insertion of a deep brain stimulator (n=172). Deep brain stimulation implants were both unilateral (n=34) and bilateral (n=138). The purpose of the study was to review the anesthetic management and incidences of intraoperative complications during functional neurosurgery. Reportable event: one patient developed a sudden onset of complete airway obstruction when his head and neck became ridigly flexed owing to shift of his body down the operating room table. The patient was unable to speak or breathe and became very agitated. The leksell frame was released from the table and the patient was repositioned. This corrected the airway obstruction.